Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation, however, the cycler was scheduled to be returned on a later date for an allegation that was not directly related to this serious injury. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Corrected information: h6 patient code- replacing no code available (64343) with hypervolemia (c50591).

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of fluid overload with elevated lab values and subsequent hospitalization. However, there is no documentation in the file to show a causal relationship between the event and utilization of the liberty select cycler. Although the physician stated the cycler filled the patient too much and there were unknown alarms, there are no treatment records for review or reports of the device malfunctioning during the patient¿s treatment. Furthermore, the pdrn stated she is unsure if the liberty select cycler was the cause of the patient¿s issues and the replacement was requested for troubleshooting purposes. The suspected issue is that the patient¿s peritoneal membrane is failing which is resulting in ineffective ultrafiltration. This is supported by the fact that the patient continued to have elevated lab values once he was utilizing capd therapy only. Some pd patients will develop changes to the peritoneal membrane which leads to decreased ultrafiltration capacity. Based on the available information and no documentation of a device malfunction, the liberty select cycler can be excluded as the cause of the patient¿s fluid volume overload and elevated lab values. However, pd therapy with use of the liberty select cycler could have contributed to event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2021 for fluid volume overload and abnormal lab values. The event was reported by the patient¿s pd registered nurse (pdrn) when a replacement was requested for the patient¿s liberty select cycler because of suspicion that it may have contributed to an overfill. The cycler was unavailable and the treatment data could not be reviewed to identify any contributing factors. A replacement cycler was issued and the reported cycler was scheduled to be returned for physical evaluation. Upon follow up, the pdrn clarified that there was no clear indication the cycler caused the overfill, however, the patient¿s physician requested a replacement in order to eliminate it as a potential cause. The physician now suspects the patient¿s peritoneal membrane is failing. During admission, the patient¿s blood urea nitrogen (bun) level was >100 and potassium (k+) 6.5. During the hospitalization, the patient¿s creatinine, bun, and k+ continued to elevate. The patient was discharged on (B)(6) 2021. The patient was seen in the pd clinic on (B)(6) 2021 for a repeat lab draw in which the results showed elevated bun, creatinine, and k+ levels (values not provided). The patient is scheduled to have a repeat peritoneal equilibration test (pet) and kt/v on (B)(6) 2021. The patient has been completing treatment with continuous ambulatory peritoneal dialysis (capd). The pdrn could not confirm if the replacement cycler had been delivered or the reported cycler was returned to the manufacturer for physical evaluation.